Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial#: (B)(4), product type :catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2016 from a health care professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that an inflammatory mass was suspected and that the hcp was looking to perform an MRI that day. No other symptoms or information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.